Manufacturer narrative:
The associated device was not returned for evaluation. The images provided were reviewed and they confirm the package is damaged. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 24 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. An historical review concluded that there are no prior actions related to this product and event. A review of the packaging sequence revealed that the package should be sealed and sterile. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Damage during shipping, mishandling or excessive exposure to high temperature environmental/climatic condition could be probable causes of the reported event. The contribution of the device to the reported event was corroborated due to the compromise of sterility. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture, therefore, based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Results of investigation: the associated device was not returned for evaluation. The images provided were reviewed and they confirm the package is damaged. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch, however, a manufacturing deficiency was not detected. This failure mode will be monitored for future complaints for any necessary corrective actions. An historical review concluded that there are no prior actions related to this product and event. A review of the packaging sequence revealed that the package should be sealed and sterile. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Damage during shipping, mishandling or excessive exposure to high temperature environmental/climatic condition could be probable causes of the reported event. The contribution of the device to the reported event was corroborated due to the compromise of sterility. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture, therefore, based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during set up for a tka surgery, the package of a lgn offset coupler 4mm was noticed to be damaged, compromising the sterility of the device. No significant surgical delay was reported, as a smith and nephew backup device was available. Neither patient injury nor other complications were reported.